Event description:
The customer reported that they had a pt that had coded and expired, and they were looking for retrospective data from the event.

Manufacturer narrative:
The field service engineer (fse) went on site to troubleshoot the cause of the issue. He analyzed the logs and found that the user had discharged and deleted the pt's info from the history. He informed the biomedical engineer of the findings. The available info does not support that there was a malfunction, design or labeling problem, but an issue due to the customer discharging and deleting the info for the system. No further investigation or action is warranted.